Manufacturer narrative:
The device mechanism haas been received. Investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported that during start up, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, during start up, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. Though requested, no add'l info was provided.